Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the blade of the device was broken off outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.